Event description:
It was reported that during an open reduction internal fixation (orif) of the humeral shaft on (B)(6) 2013, the 2.5mm drill bit broke in the humeral canal. The surgeon elected to leave the broken drill bit implanted. No patient impact or delay in the procedure. The remaining portion of the drill bit is believed to have been discarded by the facility and the lot number is unavailable. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for the treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot # was provided. Placeholder.